Event description:
It was reported that the right atrial (ra) lead was removed and replaced due to high impedance, and the right ventricular (rv) lead was removed and replaced due to high impedance and an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the defibrillation conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn and there was apparent explant damage. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was kinked/buckled, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.